Event description:
It was reported that an unexpected reset occurred. The customer's blood glucose (bg) level was over 600 mg/dl, with ketones that were identified as dangerous by a healthcare provider. Assistance was required due to bg level, and manual injection of insulin was administered to address bg. Reportedly, the customer reverted to an alternative method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.